Event description:
The user reported that during a stenting procedure, the rotator on the hemostasis valve broke. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.